Manufacturer narrative:
H.6. Investigation: this is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number, or an incorrect batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends.

Event description:
It was reported while performing surveillance testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. Eua (B)(4).

Manufacturer narrative:
Medical device lot #: 0222876 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. Device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while performing surveillance testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. (B)(4).